Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any additional complaint reported for the same lot. The october 2001 15-month wallflex enteral stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
A wallflex enteral colonic stent was used in a stent placement procedure on a male pt (weight unk) in 2007. According to the complainant, "... The stent only deployed halfway. Upon trying to continue to deploy the stent, the catheter broke. When the catheter broke, they pulled the catheter out of the pt, along with the halfway deployed stent. They used another wallflex to complete the case with no complications." Reportedly, the pt was "fine" following the procedure.